Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor position encoder error and motor error alarms. The customer's blood glucose value was 274 mg/dl. Customer reported that insulin pump gave no delivery alarms and received a motor error alarm when attempting to bolus. Customer reported the drive support cap appeared normal. Customer was able to complete insulin pump rewind. Insulin pump alarm history contained an motor position encoder error alarm. Insulin pump alarm history contains more than one motor error alarm within the last 30 days. Customer had multiple motor error alarms. Customer declined troubleshooting for high blood glucose and treated the high blood glucose with a syringe. The device will not be returned for analysis.